Manufacturer narrative:
.

Event description:
It was reported that during a follow-up performed on (B)(6) 2015, the following error was displayed when trying to save the threshold "a c structured exception occurred - exception (B)(4)." The error was solved when the session was ended and when interrogating was launched again. An explanation is required as well as recommendation to avoid the recurrence of such an error.

Event description:
It was reported that during a follow-up performed on (B)(6) 2015, the following error was displayed when trying to save the threshold " a c structured exception occurred - exception 0xc0000005 at address 0x0090b8bb." The error was solved when the session was ended and when interrogating was launched again. An explanation is required as well as recommendation to avoid the recurrence of such an error.